Manufacturer narrative:
During inspection and testing, service found the coating of the bending section was peeling due to deterioration. In addition, the adhesive on the bending section cover was chipped, the bending section was crushed, there was an air leak at the camera unit, angulation was short, and the operation unit body, operation unit cover, up/down plate, image guide bundle, and camera unit were flooded. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the airway scope did not power on. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating on the bending section was peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it is probable that the reported issue occurred because the device was subjected to external stressors either during operation or during handling. Olympus will continue to monitor field performance for this device.